Manufacturer narrative:
H10: a photograph and an actual sample were received for evaluation. A visual inspection was performed on the actual sample, and there were no issues noted; however, the returned photograph was reviewed, and it was noted that the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified during review of the photographic sample. The cause of the reported condition was determined to be inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set separated between the light blue main body and the white twist sleeve. This occurred during use of the device for peritoneal dialysis therapy. The device had been in use on the patient for one month. There was no patient injury or medical intervention associated with this event. No additional information is available.